Manufacturer narrative:
(B)(4).

Event description:
(B)(6) called from (B)(6) wellness center on behalf of the recipient reported that the recipient experienced recurring skin infections which were treated with antibiotics and anti-inflammatory.